Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor. Blood glucose reading was 142 mg/dl and the sensor glucose reading was 400 mg/dl. The insulin pump alarmed for calibration error. Troubleshooting was declined by the customer who stated that it was working now. Advised to call for assistance the next time the issue occurs. The sensor will be replaced. Nothing further reported.